Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of noise was seen on atrial channel during follow-up in clinic. Noise was reproducible with arm movement. Lead fracture was suspected. Upon reviewing the session records, st. Jude medical representative suspected myopotential or insulation damage. Further tests to verify the hypothesis was recommended. The patient does not require atrial pacing, so the physician decided not to take any action. Patient's condition was fine.